Manufacturer narrative:
We anticipated the return of the device. A supplemental report will be filed when the investigation is complete.

Event description:
It was reported that, "the valve was pushed through the device and fell into the pt. It was retrieved. No pt injury was reported."